Event description:
Home pt reported 6 incidents of cracked minicaps over past 3 weeks. Noted during use. Hp noted cracks with betadine leak after applying the minicaps. Hp stated the cracks were located on the side of the caps, below the finger flange area. Hp replaced the caps at the time of each incident. No pt injury or medical intervention reported per hp.